Manufacturer narrative:
The lot and serial numbers for the ipg were not provided; therefore, no manufacturing or explant date can be determined. Sjm has limited information related to the patient¿s medical history and is unable to form an opinion as to the relevancy of the patient¿s history to the event reported. Sjm defers to the patient¿s physician regarding medical history.

Event description:
The patient received an scs system, including an ipg, on (B)(6) 2005. It was reported that the ipg will be explanted and replaced due to a loss of stimulation. The date of service has not yet been determined. No patient complications were reported as a result of this event.